Event description:
The pt's mother called to report that her enteral pump was running backwards, because it was pumping stomach contents out of her body. Pharmacist on call called the zevex co. To report it. Zevex rep instructed us to change out the pump sets, they thought it was the pump set and not the pump. After changing the pump sets the pump operated okay. The bad pump sets were returned to the office and examined. It was determined the tubing on the pump set was assembled backwards causing the pump to suck fluid from the stomach and pump into the bag.

Manufacturer narrative:
Patient information was not provided on the referenced med watch submission. Rep at the FDA was contacted via phone on may 14 2007 for more information about the initiator of the voluntary report and patient involved. No information was provided. Rep conveyed that she was not allowed to give zevex more information. Based on available information for this event we are not able to determine date and source of manufacturer for the product. We are not able to confirm that injury or disability occurred to patient or were a direct result of a product defect. No device was returned for evaluation or investigation that can be tied to the referenced submission. Proactively, all inventory on hand and all inventory at zevex's third party manufacturer was inspected to verify that the referenced issue did not repeat. No similar defect was found as a result of this inspection. No further action is possible at this time.